Event description:
It was reported that during elective removal of device, operator used artery forceps and noted the header of the device had bent away from device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: the connector header was found to be bent but not detached from the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.